Event description:
It was reported that during the implant procedure placement difficulties were encountered with the pacing lead. The lead was attempted/not used and replaced. The same issue was noted to have occurred with the replacement lead. However, it was ultimately placed successfully. Pacing lead remains in use. Patient anatomy was suspected to be the primary cause. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.